Event description:
The customer reported being hospitalized for four days with high blood glucose of 750mg/dl. The customer experienced vomiting and abdominal cramps two weeks prior to her admission. The caller mentioned being in a diabetic coma at the beginning of the year, and recently had an amputation and pneumonia. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test, and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.